Event description:
Tcemep used during lumbar surgery l4-l5. Suspicion of upper motor neuron harm, neurological functional motor harm, catastrophic side effects due to suspected neuroelectrical tissue damage that retrograde rapidly since the surgery. Perhaps the equipment, the operator of tcemep or my baseline measured was faulty. It is not hereditary and lower motor neuron ruled out. There is brain trauma risk and I am unfortunate one to have suffered it. I am now hospice-qualified as of (B)(6) 2019, however, the autonomic dysreflexia triggered by the permanent pain of the lumbar spine surgery, which is altered posture-wise, has been destructive to my quality of life. Used by (B)(6) hosp on (B)(6) 2018. I have a large file. I have several mris, cts and xrays. Several consults. FDA safety report ID# (B)(4).